Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the unit has bars across the display. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both battery and ac power. When the device was powered on lines were observed on the screen. The device was able to obtain measurements and alarmed visually and audibly under alarm conditions. The lcd module was replaced and the unit functioned as designed.